Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, when the unknown tibial nail was inserted and the aiming arm was connected after, the unknown triple sleeve and unknown drill bit were inserted but missed the hole in the nail. The black tabs on the aiming arm were used to tighten down the aiming arm when a loud click happened. It was assumed it was in the correct position but after the drill bit still missed the hole, it was discovered that the aiming arm was cracked on one of the black tabs. A new aiming arm replaced the broken one. There was a ten minute surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for one (1) unknown tibial nail. This is report 1 of 6 for (B)(4).